Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller wanted to know the compatibility of pt's device and a tens unit. While discussing the guidelines for tens compatibility, caller mentioned pt will sometimes feel their stimulation down their leg. Caller also mentioned pt will feel very light "zaps" down their arms. Caller mentioned pt has pain in their lower back that also runs down their legs. Caller confirmed the pain was present before pt's device was implanted and it unlikely being caused by it. Reviewed turning stimulation down or off and changing programs. Caller declines adjusting stimulation over the call. Caller stated they will need to call back to be walked through how to do that. The patient was redirected to their healthcare provider to further address the issue.